Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5119627.

Event description:
Voluntary medwatch form received stated that the atrial lead exhibited an impedance issue. The lead was explanted and replaced.